Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the device became entrapped on the guidewire. A 2.4mm jetstream xc atherectomy catheter was used to treat multiple occlusions and stenosis from the left superficial femoral artery to the popliteal artery due to atherosclerotic plaques. During the procedure, the jetstream device reached the proximal end of the lesion along a non-boston scientific guidewire, and it was advanced at a speed of 1mm/s in blades down mode for approximately 50 seconds. It was additionally noted that the tip of the guidewire was located at the lower third branch of the knee and was more than 10 cm away from the tip of the catheter. Then the jetstream device became stuck with the guidewire and could not be separated. It was attempted to withdraw the catheter into the sheath in rex mode; however, it was not successful; therefore, the devices were removed together. The devices were able to be separated outside the patient; therefore, another attempt was made to use the jetstream device with a new guidewire. When the jetstream device was advanced to the lesion site along the .014 guidewire again, it was found that the resistance was severe and the catheter could not be advanced along the guidewire. A new jetstream catheter was used to successfully complete the procedure. There were no patient complications and the patient remained stable following the procedure.